Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of placement procedure. Because the consumer was sexually abused in the past she has undergone the essure sterilization method under narcosis. Her concomitant condition includes nickel allergy. Right after essure placement the consumer experienced pain in abdomen, itching skin, bladder infection, pain during ovulation, pain during menstruation, pain in head, pain in groin, arthralgia, depressive feelings, memory loss, concentration problems, vision problems, heavier menstruation, tingling, and tinnitus. She mentioned she could not put right leg up, stiff joints. She reported problems with movements sometimes cannot come out of bed and referred to work-related problems. The consumer had medical treatment, hospital admission and pain policlinic. On (B)(6) 2015, essure devices were removed. Within 2 weeks removed, parts of coils stayed behind in body. She mentioned some complaints disappeared immediately while other stayed (probably because of the parts left behind). Company causality comment:this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and right after the procedure, experienced pain in abdomen. Two weeks later, essure devices were partially removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se, the close temporal relationship and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up information received on 06-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 718 cases. Device breakage. The analysis in the global safety database revealed 1385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and right after the procedure, experienced pain in abdomen. Two weeks later, essure devices were partially removed. It was reported that parts of coils stayed behind in body (seen as device breakage). The event pain in abdomen is listed in the reference safety information for essure. The event device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that possibility micro-insert breaking is an anticipated event; it was amended to listed. Abdominal, pelvic and uncharacterized pain may occur during essure use. Single cases have been reported of essure breakage. Despite the lack of information for a comprehensive causality assessment, considering their nature per se, the close temporal relationship and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.